Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services reviewed device data and confirmed that the device is depleting in an irregular manner. The voltage is dropping in an unpredictable manner consistent with internal shorting of the battery. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. A replacement procedure is intended, but has not yet been scheduled.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services reviewed device data and confirmed that the device is depleting in an irregular manner. It was noted that the voltage is dropping in an unpredictable manner consistent with internal shorting of the battery. Due to this anomaly, device replacement was recommended. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services reviewed device data and confirmed that the device is depleting in an irregular manner. The voltage is dropping in an unpredictable manner consistent with internal shorting of the battery. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.